Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-05893], it was discovered that both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.